Event description:
The consumer reported that she had pain/ discomfort and a burning sensation at the implantable neurostimulator (ins) pocket site. It was the sensation of a knife going through flesh while taking a shower or sitting. She could not lie on her back because it was painful. The patient thought the system was pinching a nerve. Decreasing the amplitude did not eliminate the uncomfortable stimulation. It was noted that the ins pocket got really hot and when she turned stim off, the area cooled down. However, even when stim was off, the patient still felt pain. The patient had an appointment with the doctor on (B)(6) 2016. Additional information indicated that the wire was sticking out. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va131fs, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported she had a bacterial infection all of the time which made it difficult to heal after surgery. The patient noted she was not healing and needed stitches. The patient went to see their healthcare professional (hcp) on (B)(6) and something happened there. The patient noted the implantable neurostimulator (ins) moved and was slowing down. The patient was given antibiotics for her infection. The patient wanted to know if her hcp implanted another ins that was smaller. The patient stated since last (B)(6) her symptoms returned. The patient stated she can¿t eat, sleep, or breathe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.